Event description:
Pt called stating that her IV remodulin pump sn # (B)(4), mnt due date 02/05/2019 is showing the error code #1720. Informed pt that the pump will need to be replaced. Pt currently has 14ml remaining in her cartridge with the non-malfunctioning pump that is currently running. Pt was setting up for next pump/cartridge change. Device malfunction, the reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: IV remodulin 60nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.